Event description:
During evaluation of a returned small volume intermate the luer sleeve (distal luer lock) was found to be damaged. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured on august 12, 2013 to august 13, 2014. The actual device was evaluated. Visual inspection of the device revealed that the luer sleeve (distal luer lock) was broken. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.